Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully in a patient after being diagnosed with recurrent pulmonary emboli. It was further reported that one year, six months, and seven days post a filter deployment, patient was allegedly diagnosed with thrombosis and thrombus above the filter. However, the device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Around one year and six months later, through the left common femoral vein approach, a venogram was performed which demonstrated presence of thrombus starting in the most central portion of the external iliac vein. An injection demonstrated thrombus associated with the filter with thrombus essentially extending from the level of the filter down through the remainder of the inferior vena cava. Around one day later, patient underwent angio jet thrombectomy and balloon angioplasty procedure for deep vein thrombosis. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombosis post filter deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, in a patient with recurrent pulmonary emboli. Approximately one year six months seven days later post filter deployment, patient was diagnosed with thrombosis and thrombus above the filter. The device has not been removed. The current status of the patient is unknown.